Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Should additional relevant information become available, a supplemental medwatch report will be provided.

Event description:
The complainant reported that a progav 2.0 with distal catheter (part # fx417t) and a sprung reservoir set w/distal catheter (part # fv046t) (ref. Associated MDR ID 3004721439-2020-00185) were placed in a patient sometime in (B)(6) 2019. On (B)(6) 2020 the physician observed a device occlusion, but noted no problem with the valve or catheter as cerebrospinal fluid was drained when the surgeon removed the product. The physician stated that the tip of the abdominal cavity catheter was likely blocked in the abdomen. No known patient complications occurred as a result of this event.

Manufacturer narrative:
No product available for investigation. Manufacturing and quality control data: the progav 2.0 was manufactured by a qualified employee in march 2019. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav 2.0 valve has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx417t. All parameters (opening pressure, reflux, leak-proof/integrity of housing, adjustability and brake function) have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Reason of complaint: "possible occlusion of the valve." Result : an investigation was not possible because no product was sent for investigation. It is possible that protein deposits inside the valves affect the function of the progav 2.0 and have led to a blockage. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the blockage, this would be require an examination of the valve. Based on the current information, no further regulatory actions are required from our point of view.

Event description:
The information that the product is not available for investigation is reached to us on 10/06/2020. Associated medwatch #3004721439-2020-00185.